Event description:
It was reported that the patient presented with their implantable cardioverter defibrillator double counting premature ventricular contractions. There were six stored episodes showing this behavior. No intervention was performed. The patient was not symptomatic and will continue to be monitored.